Event description:
Medtronic received information regarding a hunt. It was reported that while shunting, the fluid did not come out. The proximal shunt failed to suck the liquid when connected to the pump. There was no reported impact to the patient.

Manufacturer narrative:
Patient weight not available from the site. Patient age not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.